Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: unknown saline implant. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with unknown saline breast prostheses. Bilateral capsular contracture baker grade iii/IV and deflation of the left breast prosthesis were confirmed by visible exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White material was observed within the device and on shell surface. During initial evaluation, two rents were observed on the anterior aspect, measuring 0.4 cm and 0.1 cm. Microscopic examination was performed. No evidence of instrument damage was observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) for the lot number 190682 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. At this point is not possible to determine the origin of the white material found in the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. A complaint of capsular contracture in the breast was reported. With the information provided, mentor product analysis lab concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/13/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. No documentation was provided in regards to the date of explantation, so the doe was defaulted to the first day of the month the device was returned. Manufacturer¿s reference number: (B)(4).